Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized three times due to a malfunction with their quickset. The customer reported being hospitalized on (B)(6) 2015 with a blood glucose of 460 mg/dl. Customer stated they were severely vomitting and had ketones from their high blood glucose. Customer was treated with insulin and medication for their high blood glucose. No additional information provided.